Event description:
A report was received that the physician noticed a small lump in the patient's incision area. The patient underwent an intervention and the physician removed the lump. The physician does not know if the lump was device or procedure related. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the physician noticed a small lump in the patient's incision area. The patient underwent an intervention and the physician removed the lump. The physician does not know if the lump was device or procedure related. The patient is reportedly doing well following the procedure.